Event description:
Feeding pump runs continuously in prime mode.======================manufacturer response for enteral feeding pump, flexiflo quantum enteral pump (per site reporter).======================manufacturer is sending a replacement pump.